Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, harm reported with no reported allegation of a device malfunction, no com pump to mobile, log in issue - unresolved. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion). . The event involved product(s) mmt-397a, mmt-332a, mmt-7040a, unk_ngp, mmt-7333, mmt-1884. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for unk_ngp. No product return is required for mmt-7333. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: customer reported smartguard was updating on his pump. Pump had been suspended for more than 4 hours. Helpline educated about smartguard and explained that could be the reason why smartguard was updating. Customer reported having high and low blood glucose levels on (B)(6) 2024. Customer did not allege under delivery. No treatment was mentioned for the high and low. Customer also lost connection between pump and mobile device. He was not connected to the carelink app because he did not like to use it and did not know his login information. Troubleshooting was not done because customer disconnected the call because he had to leave. It was unknown if pump was used at the time of the high and low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis. There was not an unknown ngp pump but the product was mmt-6102. No product return is required for mmt-6102.